Manufacturer narrative:
On the 2 december 2023 we were informed that the antibiotic spacer was removed on the (B)(6) 2023 and permanent implants were put in. The surgery was completed successfully.

Event description:
Revision surgery for infection at about 3 years and 3 months from primary. The surgeon performed a washout, removed all implants and implanted an antibiotic spacer. The surgery was completed successfully. The pathogen is unknown. On the 2 december 2023 we were informed that the antibiotic spacer was removed on the (B)(6) 2023 and permanent implants were put in. The surgery was completed successfully.

Event description:
Revision surgery for infection at about 3 years and 3 months from primary. The surgeon performed a washout, removed all implants and implanted an antibiotic spacer. The surgery was completed successfully. The pathogen is unknown.

Manufacturer narrative:
Batch review performed on 26 october 2023: lot 1910627: (B)(4) items manufactured and released on 17-mar-2020. Expiration date: 2025-03-06. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Other implants involved, batch review performed on 26 october 2023: gmk-sphere 02.12.0410fl tibial insert fixed sphere flex size 4/10 mm l (k121416) lot 1908768: (B)(4) items manufactured and released on 07-nov-2019. Expiration date: 2024-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Gmk-sphere 02.12.t3i4l tibial tray fixed cemented size t3-i4 l (k121416) lot 1907948: (B)(4) items manufactured and released on 03-mar-2020. Expiration date: 2025-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot 1910556: (B)(4) items manufactured and released on 03-feb-2020. Expiration date: 2025-01-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.